Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer was performing a change cartridge, but realized the infusion set was inserted first and performed the load process multiple times. The contact stated that they were unsure what tubing amounts were filled. The customer's blood glucose was 420 mg/dl. Tandem technical support advised to contact their hcp. During follow up the contact stated that their hcp did not think the insulin was delivered because of the customer's current blood glucose level and to perform a manual correction.